Event description:
During a laparoscopic cholecystectomy surgery, the dr was unable to get clip to fire. Another applier was obtained and procedure was completed without issue. No pt consequence. No return device.